Event description:
Jennifer joncich contacted technical services when a patient presented in clinic during follow up. The device was post-paced t-wave oversensing on the ventricular lead. The low frequency attenuation filter was programmed off. Technical service discussed the physician may consider programming the lfa on. The programming changes were not made at this time and will be discussed with the following physician.